Event description:
A consumer implanted for non-malignant pain and chronic low back pain reported that six months after implant the implantable neurostimulator (ins) made their pre-existing complex regional pain syndrome condition worse when they used it. The healthcare provider (hcp) tried to adjust the settings, but it never resolved so the device was explanted on (B)(6) 2012, and a pain pump was implanted. It was further reported the consumer was currently implanted with an ins made by another manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.